Manufacturer narrative:
Reference MFR. Report # 3004209178-2016-22786 regarding first device replacement.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. Post-operatively following an implantable neurostimulator (ins) and lead replacement, neither the patient's bonded patient programmer nor the physician programmer could identify a signal from the implant. Environmental, external, and/or patient factors that may have led or contributed to the issue included the patient having a large buttock and post-operative swelling. She was being taken back into the operating room to interrogate the implant to determine why the programmer would not connect with the implant. The plan was to expose the implant, remove it from the pocket, run a diagnostic test, and possibly create a new pocket. The incision was opened and it was confirmed that the device was placed approximately 1.0 to 1.5 inches deep. The ins was removed from the pocket and a physician programmer was used to successfully connect to the device. A new shallower sub-pocket was created and the ins was inserted. They unsuccessfully attempted to connect the physician programmer to the ins, and then unsuccessfully tried an additional physician programmer. The implant was removed and replaced with a new ins. Both physician programmers were used to connect to the new ins and impedance tests were successful. The pocket was closed.

Manufacturer narrative:
Analysis of the ins, (B)(4), found that the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.